Event description:
It was reported that the user injected air into two insulin cartridges prior to filling them with insulin, which caused the plungers to pop out, and then correctly filled a new cartridge after being educated to add air to the insulin vial before withdrawal; replacement cartridges were shipped and no device alerts or alarms occurred. Symptoms included a blood glucose increase from 80 mg/dl to 120 mg/dl without reported adverse clinical effects. Outcomes included no injury, no medical intervention, and continued therapy after troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed user handling error related to cartridge preparation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.